Event description:
Customer stated having issues with inserting the sensor. Customer stated the plastic thing snapped of and can not get it out. Customer's blood glucose was 445 mg/dl. Customer reported the needle hub was stuck in the serter. Customer stated the sensor was dislodged or pulled out of the skin as the serter and hub were removed. Customer was advised the issue might be with the sensor base adhesive. No further information reported.

Manufacturer narrative:
The complaint was against serter customer return only sensor missing needle. Also unable to confirm adhesive anomaly to opened/used sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.